Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Device was not returned to manufacturing for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device /logs be received for evaluation.

Event description:
It was reported that the device pump had unexpected shutdown. There was patient involvement and no patient harm.

Event description:
It was reported that the device IV fluid channel pump showed alert that due for maintenance and shut down while in patient use. There was patient involvement and no patient harm.

Manufacturer narrative:
Additional information: age at time of event , age unit, date of event, device available for eval?, returned to manufacturer on, concomitant med prod data (0), initial reporter e-mail, initial reporter occupation, device return to manuf ?, device eval by manufacturer?, if other specify, imdrf annex a,g,b,c and d grids and manufacturer narrative (chr and DHR statements). Omit: a141204 - pumping stopped (1503), g04105 - pump. Correction: common device name. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.